Manufacturer narrative:
(B)(4). No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is unknown if the multiple dislocations caused or contributed to the reported issue. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to a dislocation, pain and a fractured implant.

Manufacturer narrative:
A photograph was provided which confirms that the rim of the liner is fractured. No further evaluation can be done using the photograph since the photograph is not clear. The primary surgery notes were provided. A letter from the patient states that the patient started experiencing pain two years after the primary surgery. It was noted that the patient dislocated three times because of break in the originally installed zimmer socket and the patient's first dislocation was noted when he fell running a sweeper. It was also noted in the letter that patient was riding bicycle well through 2013. Review of the revision surgery notes confirm that the patient underwent revision of polyethylene acetabular liner and femoral ball due to recurrent dislocations. It was also noted in the revision notes that the lip of the liner was fractured and the hip could easily dislocate through that point. Adherence to rehabilitation protocol is unknown. Based on the information provided, the recurrent dislocations were most likely due to the broken liner. As to what caused the liner to fracture cannot be determined with certainty.

Manufacturer narrative:
No devices were returned for review. A photograph was provided which confirms that the rim of the liner is fractured. No further evaluation can be done using the photograph since the photograph is not clear. Letter from the patient states that the patient started experiencing pain 2 years after the primary surgery. It was noted in the letter that the patient dislocated 3 times because of a break in the originally installed zimmer socket and the patient¿s first dislocation was noted when he fell running a sweeper. Review of the revision surgery notes confirms that the patient underwent revision of polyethylene acetabular liner and femoral ball due to recurrent dislocations. It was also noted in the revision notes that the lip of the liner was fractured and the hip could easily dislocate through that point. Adherence to rehabilitation protocol is unknown. Based on the information provided, the recurrent dislocations were most likely due to the broken liner. As to what caused the liner to fracture cannot be determined with certainty.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.